Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary: bd received samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm on the tube and shield with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm on the tube and shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using the bd vacutainer® edta 2k tube foreign matter in tube; biological and non-biological was found. The event occurred on 2 occasions. The following information was provided by initial reporter: the following issues were found in tubes (367846) from lot 0191214: dirty cap ×1 and spot in tube ×1.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® edta 2k tube foreign matter in tube; biological and non-biological was found. The event occurred on 2 occasions. The following information was provided by initial reporter: the following issues were found in tubes (367846) from lot 0191214: dirty cap ×1. Spot in tube ×1.